Manufacturer narrative:
Follow-up #1 date of submission 01/21/2015-device evaluation:the pump has been returned and evaluated by product analysis on 01/06/2015 with the following findings:a review of the pump black box data indicated no related alarms and no evidence of excessive battery usage. During a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress inside. A leak test was performed and failed due to a battery compartment leak. During testing, the pump did not power on and was completely unresponsive. The pump case was removed and no evidence of moisture ingress or intermittent conditions was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the pump battery compartment was cracked, and that evidence of moisture ingress was visible inside the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.